Event description:
It was reported that a malfunction occurred on the customer's pump, showing a "high" reading for blood glucose with a pump error. The malfunction caused the customer's blood glucose level to exceed normal limits. The customer addressed the high blood glucose through a correction injection but did not require third-party assistance. Technical support provided guidance on resetting the pump, which resolved the issue, allowing the customer to continue using the pump. The customer was instructed to contact support again if the malfunction code reoccurred.